Manufacturer narrative:
The facility found the ground wire on the power cord was reading open on the meter. The facility replaced the power cord to repair the bed.

Event description:
Info received indicates the bed has no ground.